Manufacturer narrative:
B3= there is no information of customer reported date of the occurrence of the event. Additional information will be provided once available. The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed corrosion within the nozzle, which was most likely attributed to a component failure associated with degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During the testing, the field service engineer identified that the device exhibited corrosion within the nozzle. There was no patient involvement.